Manufacturer narrative:
This incident was not reported to applied medical. We located this report on a (B)(4) report website: however, the (B)(4) report did not contain the hospital name hence we could not request more information or the return of the event sample for our investigation. A device history report of the incident will be conducted and a follow-up report will be sent upon completion of the evaluation. In accordance to 21 cfr 803.56, it we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.